Event description:
Revision bi-polar hip arthroplasty performed 2003. Pt reportedly dislocated and returned to ER. During closed reduction bi-polar disassociated. Components were revised 10 days later.